Manufacturer narrative:
Device analysis report attached. This report is submitted on june 13, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.